Manufacturer narrative:
This report is submitted on 13 january 2020.

Event description:
Per the clinic, the patient underwent skin flap thinning post initial implantation surgery (date not reported).